Event description:
Information was received from a patient implanted with a neurostimulator for failed back surgery syndrome and radicular pain syndrome (radiculopathies). It was reported that the patient programmer showed poor communication. The patient was also unable to communicate using the recharger. It was verified that stimulation was off. The patient initially said that the last successful recharge session was one month prior to (B)(6) 2016 but later clarified that one month to a month and a half prior to (B)(6) 2016 was when the patient noticed the overdischarge. The patient was to follow-up with a healthcare professional. Additional information was received from the patient. It was reported that the battery was replaced and the overdischarge was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.